Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat colonic polyps during an endoscopic mucosal resection (emr) procedure in the colon performed on (B)(6) 2024. During the procedure and inside the patient, the clip could not be released in the patient's body. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6). Block h6 imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Blocks b5, e1 (initial reporter address 1, initial reporter address 2, initial reporter city, and initial reporter zip/post code) and block h11 have been updated based on the additional information received on december 4, 2024. Block e1: (initial reporter facility name and initial reporter address 1) (B)(6). The reported health care facility's address 1 (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was analyzed, and a visual and microscopic evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, and there was evidence of soft deployment. In addition, the first activation was not performed. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the clip assembly was returned without any activation performed. However, the device was returned with evidence of soft deployment, and this means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by the insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. However, these are only hypotheses. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used to treat colonic polyps during an endoscopic mucosal resection (emr) procedure in the colon performed on (B)(6) 2024. During the procedure and inside the patient, the clip could not be released in the patient's body. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Additional information received on december 4, 2024. The clip was able to grasp and lock onto tissue, but it was not able to release from the catheter. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."